Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: shaping ribbon separation. Time of device issue: during preparation. Adverse event: none. It was reported that when the guide wire was opened, the tip of the guide wire was curved and could not be shaped. Another guide wire was used to complete the procedure. Reportedly, there was no pt involvement. No add'l event or pt info is available. During device analysis, the guide wire shaping ribbon was found to be separated.